Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vein. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation at 8 atmospheres and a pinhole was noted. The device was removed without any issue and the procedure was completed with another of same device. No complications were reported and the patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vein. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation at 8 atmospheres and a pinhole was noted. The device was removed without any issue and the procedure was completed with another of same device. No complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a midshaft kink. No other issues were identified during the product analysis.